Event description:
It was reported that "the pump removed was one of the "no propellant" batch". Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process involvement.